Event description:
It was reported that the user experienced a pairing failure with the freestyle libre 3+ sensor, resulting in no glucose readings, which was resolved after the agent instructed the user to reconnect the sensor and glucose readings resumed. No clinical signs, symptoms, or conditions were reported. Outcomes included no impact to blood glucose control and no need for medical care. User support included remote troubleshooting and user education. Investigation of this case revealed a temporary connectivity issue that was corrected by re-pairing the sensor, consistent with a resolved communication malfunction between the cgm and the system. It was concluded, based on previously established findings for similar reports, that the cause was user-device connectivity interruption remedied by standard troubleshooting.